Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2019 wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
It was inadvertently reported in the initial report as a false eri (elective replacement indicator), the event should have been end of service (eos).

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy. However, device replacement may take place later.